Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately; the patient claims she repeatedly obtained the same reading (¿185 mg/dl¿). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began three weeks prior to contacting lfs (at 7:30 am). The patient¿s diabetes management is not known and it is not specified what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the product issue the patient reportedly developed symptoms (dizziness, sweating, and could not walk) approximately two and a half hours later; and at an unspecified date/time afterwards, the patient reportedly went to an urgent care/clinic, her blood glucose was tested with the clinic¿s meter (reading not known), and she was treated with an unspecified amount of insulin by the health care professional. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.